Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Root cause is attributed to mishandling/misuse. Failure analysis also found the following additional observation not reported by the site: the instrument was found to have bent bipolar pins. This failure is most commonly caused by mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend. Root cause is attributed to mishandling/misuse. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument (420172-17 / n10180404-341) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 1st use of the instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the maryland bipolar forceps arced, with no evidence or claim of mishandling or misuse. Although there was no report of patient harm, injury or adverse outcome due to the event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a spark occurred on the maryland bipolar forceps instrument in the thoracic cavity. A backup instrument of the same type was used and the procedure was completed with no reported injury intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and cannula were visually inspected prior to use with no damage observed; however, a gauge pin was not used to check the cannula. The instrument was used approximately 2 hours when arcing was observed while dissecting tissue using a covidien fx electro surgical unit with the generator set at 30 for both cut and coagulation. No other instruments were in use at the time. The instrument did not touch any staples or clips and was not immersed in liquid. The surgeon is not sure what caused the reported problem. The patient has not returned to the hospital as a result of any post-surgical complications.